Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient¿s cgm reading was 14 mmol/l during the night, they decided to give an insulin correction dose which led to hypoglycemia as the cgm reading was inaccurate. The correction dose led to an insulin overdose and they called an ambulance. The patient experienced convulsions (seizures) and lost consciousness. Her parents treated her with glucagon injection while they were waiting for the ambulance. At the hospital no further treatment was needed, they only did some medical examination. At an unspecified time of the event the cgm reading was 14.0 mmol/l and the bg reading was 10.0 mmol/l. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.